Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was noted that a balloon rupture occurred. The 100% stenosed target lesion was located in a severely tortuous and severely calcified left superficial femoral artery. A 2.5mm x 15mm wolverine peripheral cutting balloon monorail was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. No patient complications reported and the patient was good post procedure.